Event description:
Consumer complaint of blood result reading of "hi". Performed back to back blood tests, "hi" and "hi". Normal range is unknown. Reviewed the last 5 results in the meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Performed back to back blood tests, "hi" and "hi". Normal range is unknown. Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.